Manufacturer narrative:
On 17 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: one month after primary surgery, the patient was complaining about pain. According to the report, the double mobility liner was exchanged due to the presence of a hematoma. There is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 27 march 2017. Lot 160253: (B)(4) items manufactured and released on 29 april 2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 30 march 2017 the r&d project manager performed a visual inspection and commented as follows: the pieces were analyzed. Some signs were noticed on the surface of the pe dm liner and some dark signs were noticed on the rim of the ceramic ball head, probably occurred during the revision surgery. From the received pieces it is not possible to determine the root cause of the event but there is no reason to suspect a failure of the device.

Event description:
The patient came in complaining of pain. The surgeon determined the patient had a hematoma. The surgeon performed an I & d and swapped he poly. The surgery was completed successfully. X-rays and explants are available.